Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, a zoll field representative evaluated the device at the customer's site. The customer's report was observed during initial testing. However, the report was unable to be duplicated. Is it unknown if the device is being returned to zoll medical corporation for evaluation. Analysis of reports of this type has not identified an increase in trend.